Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device UDI not provided as this product is no longer manufactured. A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. System passed all tests and is functioning normally. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure during preparation the navigation system became unresponsive a couple of times. Rebooting the system several times resolved the issue. There was no patient present at the time of the issue.